Event description:
It was reported that during the surgery the carrying skin graft's rate of magnification was different, and it was confirmed that the diagonal groove on the surfaces of the product was different. No damage to graft and no additional grafting required. No surgical delay. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in japan. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.